Event description:
Clinical engineering received a service request concerning an alaris IV pump that had failed to alarm "air in line" while infusing a patient. The nurse reported that she had noticed excessive air in the IV tubing between the IV pump and the patient. The nurse quickly removed the IV and no air was injected into the patient. The nurse sealed and preserved the tubing set for inspection. Clinical engineering retrieved the pump and tubing, and interviewed the user. The nurse had a chemo drug primary bag and a piggy-back flush with the required 9 inch difference in elevation between the primary and secondary bags. This allows the flush to occur automatically after the treatment is completed. When the chemo medication was complete, the piggy-back failed (we were unable to determine why) and the pump began to pump a mixture of air and fluid to the patient. This is when the nurse noticed the pump and removed it from the patient. The pump did not give an "air in line" alarm.